Manufacturer narrative:
Device is a combination product . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient had 90% residual stenosis. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilation and placement of a 2.50 x 16 mm synergy ii stent. Post procedure the percent diameter stenosis was 90%. The next day the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the site has confirmed that residual stenosis after procedure was 0% instead of 90% as previously reported.